Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received, indicated patient underwent surgical intervention. Where in the ipg was explanted and replaced.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patients pc displayed "replace generator soon "message .patient was using high tonic program. Surgical intervention will be undertaken to address the issue.